Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The technician found the gas springs were stuck, preventing the head section from lowering. The technician replaced the two gas springs to repair the stretcher.